Event description:
It was reported that a resume pump alarm was received, and insulin deliveries had been stopped. Reportedly, the customer was aware of why insulin delivery was initially suspended. Subsequently, the customer experienced an elevated blood glucose displayed "high". A specific bg value was not provided. A correction bolus was delivered, and a manual injection of insulin was administered to address the elevated bg. Tandem technical support educated the customer on the resume pump alarm. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Root cause: training. Per the tandem user guide, ¿the pump will present a resume pump alarm to remind you to manually resume insulin after a certain period of time. The default setting for this alarm is 15 minutes.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.